Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal in 1997. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), metrorrhagia ("breaktrough bleeding"), genital discharge ("I have experinced same black discharge"), abdominal pain lower ("cramping so bad, feels sore"), back pain ("back pain"), burning sensation ("burning feeling"), rectal haemorrhage ("it made me start bleeding from my butt"), allergy to metals ("bad allergic reaction to nickel"), abdominal discomfort ("get this all the time (stomach movements swells and painful)"), abdominal distension ("get this all the time (stomach movements swells and painful)"), abdominal pain ("get this all the time (stomach movements swells and painful)"), chest pain ("chest pain"), muscle tightness ("arms feels tight"), swelling ("neck swelling"), oral mucosal eruption ("rash in mouth"), rash ("rash on tattoo, rash everywhere"), candida infection ("thrush") and anxiety ("anxiety"). The patient was treated with surgery (d &c and hystrectomy). Essure was removed. At the time of the report, the pelvic pain, metrorrhagia, genital discharge, abdominal pain lower, back pain, burning sensation, allergy to metals, abdominal discomfort, abdominal distension, abdominal pain, chest pain, muscle tightness, swelling, oral mucosal eruption, rash, candida infection and anxiety outcome was unknown and the rectal haemorrhage had resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, anxiety, back pain, burning sensation, candida infection, chest pain, genital discharge, metrorrhagia, muscle tightness, oral mucosal eruption, pelvic pain, rash, rectal haemorrhage and swelling to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal. The following information was received from social media bad allergic reaction to nickel. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media case received. New event get this all the time (stomach movements swells and painful)was added. Reporter was added. On (B)(6) 2020: social media received. Reporter added. Event chest pain, arms feels tight, neck swelling, rash in mouth, rash on tattoo, rash everywhere, thrush, anxiety added. Patient history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal in 1997. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), metrorrhagia ("breaktrough bleeding"), genital discharge ("I have experienced same black discharge"), abdominal pain lower ("cramping so bad, feels sore"), back pain ("back pain"), burning sensation ("burning feeling"), rectal haemorrhage ("it made me start bleeding from my butt"), allergy to metals ("bad allergic reaction to nickel"), abdominal discomfort ("get this all the time (stomach movements swells and painful)"), abdominal distension ("get this all the time (stomach movements swells and painful)"), abdominal pain ("get this all the time (stomach movements swells and painful)"), chest pain ("chest pain"), muscle tightness ("arms feels tight"), swelling ("neck swelling"), oral mucosal eruption ("rash in mouth"), rash ("rash on tattoo, rash everywhere"), candida infection ("thrush"), anxiety ("anxiety"), bone pain ("breast bone pain"), pain in extremity ("bunch on my legs") and abdominal pain upper ("bunch on my stomach "). The patient was treated with surgery (d &c and hysterectomy). Essure was removed. At the time of the report, the pelvic pain, metrorrhagia, genital discharge, abdominal pain lower, back pain, burning sensation, allergy to metals, abdominal discomfort, abdominal distension, abdominal pain, chest pain, muscle tightness, swelling, oral mucosal eruption, rash, candida infection, anxiety, bone pain, pain in extremity and abdominal pain upper outcome was unknown and the rectal haemorrhage had resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, anxiety, back pain, bone pain, burning sensation, candida infection, chest pain, genital discharge, metrorrhagia, muscle tightness, oral mucosal eruption, pain in extremity, pelvic pain, rash, rectal haemorrhage and swelling to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal. The following information was received from social media bad allergic reaction to nickel. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received: event breast bone pain, bunch on my legs and stomach and reporter added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), metrorrhagia ("breakthrough bleeding"), genital discharge ("I have experienced same black discharge"), abdominal pain lower ("cramping so bad"), back pain ("back pain"), burning sensation ("burning feeling"), rectal haemorrhage ("it made me start bleeding from my butt") and allergy to metals ("bad allergic reaction to nickel"). The patient was treated with surgery (d &c and hysterectomy). Essure was removed. At the time of the report, the pelvic pain, metrorrhagia, genital discharge, abdominal pain lower, back pain, burning sensation and allergy to metals outcome was unknown and the rectal haemorrhage had resolved. The reporter considered abdominal pain lower, allergy to metals, back pain, burning sensation, genital discharge, metrorrhagia, pelvic pain and rectal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal. The following information was received from social media bad allergic reaction to nickel. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event added- bad allergic reaction to nickel. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal. Most recent follow-up information incorporated above includes: on 21-jan-2020: addition of imdrf code. Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), metrorrhagia ("breaktrough bleeding"), genital discharge ("I have experienced same black discharge"), abdominal pain lower ("cramping so bad"), back pain ("back pain"), burning sensation ("burning feeling") and rectal haemorrhage ("it made me start bleeding from my butt"). The patient was treated with surgery (d &c and hystrectomy). Essure was removed. At the time of the report, the pelvic pain, metrorrhagia, genital discharge, abdominal pain lower, back pain and burning sensation outcome was unknown and the rectal haemorrhage had resolved. The reporter considered abdominal pain lower, back pain, burning sensation, genital discharge, metrorrhagia, pelvic pain and rectal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal. Most recent follow-up information incorporated above includes: on 15-jan-2020: content from plaintiff fact sheet received from social media: event medical device removal was replaced with pelvic pain. Events genital discharge, breakthrough bleeding, cramping, burning sensation, back pain, it made me start bleeding from my butt were added. Reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received: case become incident, previously reported event- adverse events nos was replaced with specific event -medical device removal, reporter was added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.